Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The problem of an increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:18:20. During night drain cycle seven, the patient's ultrafiltration reading was 1217ml, indicating the home patient (hp) drained 1217ml more than their maximum programmed fill volume of 1600ml. No further information was available.